Event description:
It was reported that the patient presented due to a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and electromagnetic interference. It was noted that at the date/time of the episodes the patient was using heaby power tools. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.